Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon insertion of this swan-ganz pacing catheter, pacing was attempted at a rate of 90 bpm (beats per minute) and 10 ma (milliamps); however, there was no electrical capture on ECG (electrocardiogram) as well as when looking at the diaphragm via pocus (point-of-care ultrasound). There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet. Patient demographic data unable to be obtained.